Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the pump lost configuration and randomly shut off with a good battery¿ was confirmed by turning on the pump and checking the configuration screen. It was verified that none of any configuration was installed. The device was repaired by installing standard configuration. Replaced the old battery to fix the pump shutting off issue. The cause was the lost configuration. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device lost configuration and randomly shut off with a good good. The device was then ringing and shut off. The device did not have configuration. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.